Event description:
It was reported that during a laparoscopic robotic prostatectomy procedure, the first device made a crunch noise then would not fire. The device would not release from tissue at first then finally was able to be removed manually. When the device was examined there were protruding unformed staples in the back jaws and no other staples deployed. The device did not cut at all. The second device did not feel right when closing. The surgeon was pulling the trigger and the knife blade was not moving forward. Due to the location the device was fired, it is unknown if any of the staples deployed, however, it appeared that half the reload cartridge fired. The procedure was prolonged by thirty minutes. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Analysis found that one (B)(4) device (a) was returned in good visual condition and with a blue cartridge reload loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload and a test reload were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. It should be noted that in order to open a locked device, a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The (B)(4) device b was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The device was tested for functionality in the straight and articulated position using the returned cartridge and a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device worked as intended.